Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy and the pt subsequently experienced peritonitis. On an unreported date, the patient began treatment with dianeal 1.5% ambuflex (dose, frequency, and lot not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Treatment for the peritonitis was not reported. Concomitant therapy was not reported. It was reported the cause of the peritonitis was possibly due to the pt having diverticulitis at the time of the event or due to contamination. The pt had not been wearing a mask while performing pd therapy for the past year. On an unreported date, the pt was re-trained in aseptic procedures for pd therapy. On an unreported date, the pt recovered from the peritonitis event. Additional information was requested but is not available.